Manufacturer narrative:
The product has not been returned for analysis. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. There have been no other complaints for this lot to date. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. According to the medical review, in the surgeon's opinion the likely cause of the event was a poorly tolerated anterior chamber iol, loss of capsule, iris defect, and recurrent episodes of cystoid macular edema. The original procedure was complicated due to a broken posterior capsule with zonular dehiscence. The most probable root cause is "patient related". No corrective action is necessary at this time.

Event description:
After the implant of an anterior chamber intraocular lens (iol) in the left eye (os), the patient noticed a decrease in vision due to recurrent cystoid macular edema. A lens explant and replacement was performed. The original implantation procedure was complicated due to a broken posterior capsule with zonular dehiscence, however the iol was well positioned. The original procedure was combined with an intravitreal steroid injection post operatively. The orientation of the lens did not change and the optic was free and clear of imperfections. In the implanting surgeon's opinion the likely cause of the event was the recurrent episodes of cystoid macular edema (cme) and that the patient reported eye pain due to anterior chamber iol. Initially vision improved to 20/25 os before cme began. Two months post op, a slit lamp examination found a large iridotomy. Haptics were not fibrosed and were well positioned. Posterior capsule was adjacent to the iris, but the rim of the capsule was present. Optical coherence tomography (oct) of macula of left eye (os) irregularity of the ellypsoid zone relative to od. Lens explant and replacement was performed three months post op with a different lens model and power. Additionally a vitrectomy was performed due to no capsular bag and an iris repair was performed due to an iris defect as well. In the explanting surgeon's opinion, the likely cause of the event was a poorly tolerated anterior chamber iol, loss of capsule, and iris defect. The patient is doing well.

Manufacturer narrative:
One iol was returned in a plastic specimen cup. The lens is in an unknown fluid. Visual inspection found over half of one haptic is broken off and is missing. The cause of the damage cannot be determined. The product evaluation could not verify the failure mode. The conclusions from our original report submission remain unchanged.